Manufacturer narrative:
Adverse event or product problem was originally reported as an adverse event in error. Section b1 has been updated to reflect that this event was a product problem only and did not result in any adverse consequences.

Event description:
It was reported that while preparing for a case the blanket popped and leaked water on to the patient support area. There was no patient involved at the time of this event.

Event description:
It was reported that while preparing for a case the blanket popped, and leaked water on to the patient support area. There was no patient involved at the time of this event.